Manufacturer narrative:
The customer called and requested the part number for a power supply no work performed by philips. The customer's bio-med replaced the power supply to resolve the issue and bring the device back to functionality. The removed power supply was returned to the failure investigation lab (fi). A visual inspection of the power supply revealed no evidence of damage or contamination. The fi technician installed the power supply into a fi ventilator to duplicate the reported issue. The customer complaint was verified there were cracked and evidence of heat damage to the transistors q9 and q16 which was the cause of the reported issue.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08feb2021.

Event description:
It was reported to philips that the device had a power supply issue. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.